Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented a few days post-implant with a jolting sensation in their lower left abdomen, potentially due to diaphragmatic stimulation. No pulsation was observed upon examination by the physician; however, output to the left ventricular (lv) lead was noted to have been reduced. The patient presented again a few days later with the jolting sensation. Increases in pacing thresholds were noted on the right ventricular (rv) and left ventricular (lv) leads at that time. A decease in rv pacing and defibrillation impedance was also noted on lead trends. The leads remain in use. No further patient complications have been reported as a result of this event.